Event description:
Affiliate reported that the device was revised. No other details were available. Add'l info is expected.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.